Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on december 16, 2019, that a genesys hta capital was used during a hydrothermal ablation procedure in the uterus performed on (B)(6) 2019. According to the complainant, during procedure, error code 25 - communications with the gui was lost or intermittent was noted on the console. The procedure was cancelled due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.